Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the us alleged a discrepant result for a single patient while using the cobas® sars-cov-2 & influenza a/b nucleic acid test for use on the cobas® liat® system. The initial results were not released and no harm was alleged. The patient was admitted to the hospital due to a fall and was tested on admission. They presented with no clinical symptoms of sars-cov-2 and remained in stable condition. Originally, the patient generated a positive sars-cov-2 and flu b result. Per the customer workflow, all positive sars-cov-2 results are retested on a different platform for confirmatory testing. The same sample retested negative for all targets and was then released to the patient. The customer was unable to provide any run data for the alleged sample. A reagent investigation was performed on the kit lot which did not identify any product problem.

Manufacturer narrative:
A customer from the us alleged a discrepant result for a single patient while using the cobas® sars-cov-2 & influenza a/b nucleic acid test for use on the cobas® liat® system. The initial results were not released and no harm was alleged. A reagent investigation was performed on the kit lot which did not identify any product problem. (B)(4).